Manufacturer narrative:
Concomitant medical products: non bd adaptor, 12ml monoject syringe. The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed a leak at the connection of the maxzero (on the tubing line with the blue clamp) with the mating male luer of the pressure test configuration. The leaking maxzero connector was visually inspected under microscope. A microchannel on the interior wall of the maxzero component was observed. The root cause of the microchannel that creates a fluid path is due to an equipment error during the inspection and testing process.

Event description:
The customer reported leakage at the blue port during patient use. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 12 ml monoject syringe; non-bd adaptor; td unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leakage at the blue port during patient use. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non bd adaptor, 12ml monoject syringe. The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed a leak at the connection of the maxzero (on the tubing line with the blue clamp) with the mating male luer of the pressure test configuration. The leaking maxzero connector was visually inspected under microscope. A microchannel on the interior wall of the maxzero component was observed. The root cause of the microchannel that creates a fluid path is due to an equipment error during the inspection and testing process.

Event description:
The customer reported leakage at the blue port during patient use. There was no patient harm.

Event description:
The customer reported leakage at the blue port during patient use. There was no patient harm.